Event description:
Reportedly, following the procedure, three days post-op, they had to re-operate for bronchus fistula and according to the surgeon, the staples were not closed at all. Sutured to correct the condition.